Event description:
See also MFR report # 3004209178-2010-01175. X-ray revealed that the lead insulation was compromised around electrodes 2 and 3. Lead breakage was not observed. An occasion, the pt complained of shocking at that area. Impedance for pair 2, 3 was 1100 ohms with the current at 11mca. The pt had great therapy control. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).